Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Bowel perforation is a known complication of a peg/peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Prior to this complaint, the patient was currently hospitalized due to a subdural hematoma, fractured 3rd vertebrae with brain scarring, fractured cervical spine, and spinal cord compression due to a fall in (B)(6) 2017. On (B)(6) 2017, the patient experienced a perforated duodenal ulcer. On (B)(6) 2017, the patient was transferred to the intensive care unit (ICU) and was intubated, received blood transfusions, and duodopa therapy was put on hold. On (B)(6) 2017, the patient was transferred to a ward due to the patient's condition was very stable and duodopa therapy was restarted. At the time of report, the perforated duodenal ulcer was resolving.

Manufacturer narrative:
Describe event or problem: additional information was added.

Event description:
Additional information received on 24 apr 2017: a nurse reported that the patient passed away in the hospital on (B)(6) 2017. The cause of death was unknown and an autopsy was to be performed. No further information was provided.